Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular lead had high impedance and thresholds that were high, unstable/unmeasurable. It was further reported that the lead had a possible fracture. A change out of the lead was in progress when oversensing was noted while the patient's chest was being scrubbed. A possible set screw and connector block problems were also noted two weeks after the initial implant date. The device was removed and replaced, and the lead was capped and replaced. No patient complications were reported as a result of this event.